Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Event description:
During the milling process of a cervical arthroplasty procedure on (B)(6) 2013 the drill bit snapped in half. The surgeon retrieved all pieces, used a readily available spare drill bit and there was no reported delay in surgery. This report is 1 of 1 for complaint (B)(4).